Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery (rca) that was non-tortuous and without calcification. During deployment of the 3.0 x 28 mm xience prime drug eluting stent at 10 atmospheres a proximal dissection occurred. Another stent, 3.0 x 15 mm xience prime, was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.